Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the user, omsc surmised there was the possibility that the reprocess by the subject device could not have been performed properly due to the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e99 which indicated disinfectant solution was used for a long time or many times was displayed on the subject device at the reprocessing. The user also reported that it had not replaced the disinfectant solution, aceside about 3 weeks and that disinfectant solution, aceside could not be cleared the aceside checker test which check minimum recommended concentration. There was no patient injury associated with this report.